Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
Patient was unstable and had pain on lateral side of knee. Scheduled appt. With new surgeon for evaluation. Revision was done. Removed and replaced femur and poly with ts femur and ps poly.

Manufacturer narrative:
An event regarding revision surgery due to instability involving a triathlon femoral component was reported. The event was not confirmed. Device history review indicates there have been no reported discrepancies for the referenced lot. Complaint history review indicates there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient was unstable and had pain on lateral side of knee. Scheduled appt. With new surgeon for evaluation. Revision was done. Removed and replaced femur and poly with ts femur and ps poly.